Event description:
The user facility reported an operator was burned while removing a cart from the steam sterilizer. The transfer cart came off the rails inside the sterilizer. The operator changed position from the left side to the right side of the cart, standing between the cart and the door. When the operator pulled on the cart, the cart came loose and the operator lost her balance. She brushed her neck against the handle of the cart, causing a burn to the left side of the neck. The operator was provided with general first aid for the burn within the clinic. The operator did not miss any work time. No further information was provided by the facility.

Manufacturer narrative:
A steris field service technician arrived on site, and inspected the sterilizer and transfer cart. No issues were identified. The reported event could not be duplicated. The cart operated smoothly, without jamming or locking up. The device history record (DHR) for the cart was reviewed. No nonconformances were reported.the operator was wearing heat resistant gloves at the time of the event, per steris operating instructions.the customer was offered an in-service on proper loading and unloading techniques, but declined.